Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units main cable reel is defective.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) units main cable reel is defective. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. In the examination made on the device, it was determined that the mains cable was jammed inside the device. By removing the helium tube cover, the cable freed from the jammed mechanism. The pulley system and mains power transmission have been checked and any loss of function not seen. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.